Manufacturer narrative:
Patient details were not reported by the clinic. Additional information has been requested; however, has not been made available as of the date of this report, february 22, 2016.

Event description:
Per the clinic, the patient underwent revision surgery (date not reported) to upgrade to a newer technology due to experiencing recurrent infections at the implant site.